Event description:
Customer stated the system had no fluoro image. No patient injury was reported.

Manufacturer narrative:
The service rep could not duplicate problem. He reseated the c-arm pcbs and checked and secured backplane connections. He also replaced system interface pcb. As a proactive measure, system functions as intended.